Event description:
Senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024. According to the hcp, the head of the sensor broke and a small piece of glass broke off when gripping the sensor, but it was recovered without any problem and the remaining piece of the sensor could be removed easily. All of the sensor and its pieces were removed.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the first attempt which was scheduled for sensor exchange. An ultrasound and magnet were used but the sensor could not be localized. Transmitter was also used, but could not be localized. A second removal attempt happened on 24 july 2024 and with difficulty, the sensor could be localized using a magnet. The sensor was extracted, but the upper part with the dexamethasone ring broke and remained inside the left upper arm. The broken piece of the sensor will be removed at a later date. The hcp was also reminded about the importance of avoiding two sensors next to each other as it could cause signal interference and poses difficulty in removing the sensor. The patient is currently using the new sensor sn 408494, which was inserted in the right upper arm (opposite arm). This incident does not require any further investigation. B4.date of this report 30 july 2024. G3.date received by the manufacturer? 30 july 2024.